Manufacturer narrative:
(B)(4). Initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f27 ¿ no patient involvement device problem code: a180104 - device contamination with chemical or other material the actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
We have another contaminated syringe, this have an embedded particle inside. This syringe come from the same supplier lot, and a third syringe was found contaminated, this come from the customer, this syringe is supplier lot: 216003.

Manufacturer narrative:
(B)(4) follow up MDR submission for additional information. Following the submission of the initial MDR, the medical device catalog number was received from the customer. The d tab has been updated to reflect material number: 300605.

Event description:
Additional information: material number is 300605. We have another contaminated syringe, this have an embedded particle inside. This syringe come from the same supplier lot, and a third syringe was found contaminated, this come from the customer, this syringe is supplier lot: 216003.

Event description:
We have another contaminated syringe, this have an embedded particle inside. This syringe come from the same supplier lot, and a third syringe was found contaminated, this come from the customer, this syringe is supplier lot: 216003.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one photo was provided to our quality team for investigation. Through visual inspection, a particle is observed inside the syringe. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As the bd lot number involved in this incident is unknown, a device history review could not be performed. While cannot identify a direct issue, it is possible the particle generated during the manufacturing process, however, without the physical sample, we cannot identify the composition of the particle therefore the origin cannot be determined at this time. Complaints for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.